Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information receieved stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was repositioned and an additional lead was added for better coverage. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Event date is an estimate. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had migrated after a fall on approximately (B)(6) 2020. The migration was confirmed via imaging. In turn, surgical intervention may take place at a later date to revise the lead.